Manufacturer narrative:
The cartridge instructions for use states: "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Reportedly, the customer changes the cartridge and infusion set site approximately every 5 days while using humalog insulin. Tandem technical support advised the customer against using supplies past 48 hours in order to stay within cartridge labeling. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call.